Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer visited to emergency room on april 18, 2021 due to high blood glucose level. The customer had blood glucose level of 416 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.